Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with air bubbles in the patient line and heater bag line during the dwell on the homechoice machine(hc). The technical service representative(tsr) assisted the hp to end therapy. The tsr advised the hp to start over with new supplies. The hp was contacted on (B)(6) 2012. The hp stated, this was an isolated event. The hp stated, he did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.